Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and healthcare provider. The pump was replaced and was returned to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-13, information was received from an healthcare professional (hcp) and manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 1,172.4 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was that logs showed a motor stall occurred on (B)(6) 2020 at 12:40am. The hcp confirmed the patient did not have any electromagnetic interference (emi)/magnetic exposure. The hcp requested pump off codes. The hcp stated they requested an emergency replacement, but was unsure what date the replacement would be on. On (B)(6) 2020, the rep called and reported the pump should be replaced later this week and would be sent back for analysis. No symptoms were reported.